Manufacturer narrative:
The device was explanted on (B)(6) 2025. The device is currently not available for analysis. It was discarded. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Eri was confirmed via remote monitoring. Battery remained 30 percent during the last follow-up 1 month ago. Device currently remains implanted. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.